Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. There are 4 screws (cat# 48624014) that referenced in this complaint. At this time it is assumed that the plate (cat# 48650118) is the main device that is involved in the event. Investigation is pending, reportability of the screws will be re-evaluated once it has been completed.

Event description:
It was reported that "3 of 4 screws had gone through the plate and were beneath it when doctor went to revise."